Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety and clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The sheath was slightly elongated at the reinforcement. The stent was still within the sheath (shifter forward by 2 mm). The inner catheter protruded 11 mm from the tip. The proximal stent markers (tantalum spoons) were slightly bent. During the performed function test the outer sheath tore off completely at the reinforcement and therefore it was impossible to release the stent. The examination of the product revealed a full blockage of the system that has resulted in the tear-off of the outer sheath. No deviations of the returned device were found. The cause of the blockage of the system could not be determined on the basic of the returned product and the information received. The complaint was confirmed. No images showing the pt's anatomy were available. The cause of the complaint could not be determined. This application represents an off-label use for this device. The fluency plus trachobronchial stent graft is indicated for use in the treatment of tracheobroncial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported during a declot of an upper arm fistula, the fluency stent graft failed to deploy. The fluency stent graft pulled back when the device was pulled back to deploy. A piece of plastic inside the fluency stent graft extended outside the tip of the catheter.